Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female pt had a blister under the right electrode that was weeping. It was later reported that the pt would be received an ICD and was not wearing the lifevest because of the weeping blister that was still present.